Event description:
As reported, the patient underwent a revision of the right knee due to pain and the polyethylene recall. The femoral component appeared to be loose so the surgeon revised everything to competitor devices. He mentioned that there was debonding at the cement interface of the femoral component. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or femoral loosening over the course of 11 years of implantation. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided.